Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator stated they are experiencing pain associated with the device in their tailbone. The pain is constant and worsens when they sit. The patient describes the pain as a burning sensation. The patient is currently prescribed hydrocodone by her pain management physician for unrelated conditions of fibromyalgia and multiple sclerosis. The patient reported taking the hydrocodone to try and reduce the pain in their tailbone, but it did not help. The patient tried turning down their stimulation to a lower setting, and it helped some, but not a lot. It was recommended to turn off stimulation. The patient turned off their stimulation, and the pain still persists. Also, the patient reported that they fell off their bed and when they fell, their caregiver attempted to stop their fall and grabbed the patient around the implant site location, and it caused the patient to scream in pain. It was also noted that the incisions for their lead are pinkish-red and warm to the touch. The patient went to the emergency room to be seen for the pain and possible infection at the lead site. The patient received IV morphine and had a CT scan with contrast. The radiologist determined there was no movement with the device. The patient reported that their white blood cells and inflammatory markers are elevated. The patient was sent home with no medication and advised to follow up with their implanting physician. The patient had a follow-up appointment with their physician on (B)(6) 2025. The physician thinks the device could have possibly migrated and an xray was ordered. The patient reports the pain got better after turning off the device, but still hurts, experiencing a pressure, burning, stinging sensation. The patient had an x-ray but the quality was poor and needed to have another one. The patient had another x-ray and waiting for the results. The patient went to the ER again 3 days ago for their pain and they gave the patient morphine. There were no additional patient complications.

Event description:
It was reported that the patient with this neurostimulator stated they are experiencing pain associated with the device in their tailbone. The pain is constant and worsens when they sit. The patient describes the pain as a burning sensation. The patient is currently prescribed hydrocodone by her pain management physician for unrelated conditions of fibromyalgia and multiple sclerosis. The patient reported taking the hydrocodone to try and reduce the pain in their tailbone, but it did not help. The patient tried turning down their stimulation to a lower setting, and it helped some, but not a lot. It was recommended to turn off stimulation. The patient turned off their stimulation, and the pain still persists. Also, the patient reported that they fell off their bed and when they fell, their caregiver attempted to stop their fall and grabbed the patient around the implant site location, and it caused the patient to scream in pain. It was also noted that the incisions for their lead are pinkish-red and warm to the touch. The patient went to the emergency room to be seen for the pain and possible infection at the lead site. The patient received IV morphine and had a CT scan with contrast. The radiologist determined there was no movement with the device. The patient reported that their white blood cells and inflammatory markers are elevated. The patient was sent home with no medication and advised to follow up with their implanting physician. The patient had a follow-up appointment with their physician on (B)(6) 2025. The physician thinks the device could have possibly migrated and an xray was ordered. The patient reports the pain got better after turning off the device, but still hurts, experiencing a pressure, burning, stinging sensation. The patient had an x-ray but the quality was poor and needed to have another one. The patient had another x-ray and waiting for the results. The patient went to the ER again 3 days ago for their pain and they gave the patient morphine. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket/510(k) # (g4) - additional premarket/510(k) p190006. Submitting supplemental record for product investigation conclusion and coding. This investigation is assigned a most probable conclusion code of unintended use error caused or contributed to event. This conclusion was selected because the reason for burning sensation, discomfort, pain, device - migration was determined to be inadvertent/unintentional interaction of the product from a patient fall: the patient reported that they fell off their bed and when they fell, their caregiver attempted to stop their fall and grabbed the patient around the implant site location and the analysis of the available information. The evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, it can be concluded that inadvertent/unintentional interaction was the most probable cause of the complaint/event. Based on the results of this complaint investigation, escalation beyond a complaint is not necessary.